Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that the surgeon operated with the variax on june 15. One week later, the screw was got back out on june 25. The patient have also used the cast. The screw will be removed and replace with other screw.